Event description:
A malfunction alarm was reported by the caller, indicating an issue with the pump as identified by tandem source. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, tandem technical support arranged to replace the pump and provided detailed instructions for returning the faulty device. The customer was advised to use a multiple daily injection (mdi) as a backup therapy to ensure continuous insulin delivery.